Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a clysis infusion staff noticed fluid leaking out of the pump module. When the infusion stopped, the tubing was inspected and a pin point hole in the pump segment was noted. There was no patient harm.